Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased architect estradiol and provided the following data for one (1) patient ((B)(6)): the initial estradiol result was 821.9 pg/ml. This was lower than expected for this patient. The patient's doctor administered a hormone injection (hormone and dose not provided). The injection was given to reportedly stimulate the patient. It was reported that after the patient received the hormone injection, the doctor requested a repeat estradiol test from the same sample. Repeat test generated a result of 1659.2 pg/ml. Patient information: no medical history was provided for the 32-year-old patient. The customer was not able to provide why the patient was having the estradiol labs or if the patient was having ivf, or further details of the hormone injection. The customer did not provide any further details regarding if there was any patient impact.

Event description:
The customer reported falsely decreased architect estradiol and provided the following data for one (1) patient (sid: (B)(6)). The initial estradiol result was 821.9 pg/ml. This was lower than expected for this patient. The patient's doctor administered a hormone injection (hormone and dose not provided). The injection was given to reportedly stimulate the patient. It was reported that after the patient received the hormone injection, the doctor requested a repeat estradiol test from the same sample. Repeat test generated a result of 1659.2 pg/ml. Patient information: no medical history was provided for the 32-year-old patient. The customer was not able to provide why the patient was having the estradiol labs or if the patient was having ivf, or further details of the hormone injection. The customer did not provide any further details regarding if there was any patient impact.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformance's or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect estradiol reagent lot: 59313ud00 was identified.